Event description:
Per the customer, during a case with spine guidance software on he q guidance system, during screw placement using a manual screwdriver with rotational adapter, they noticed the tool moving on the screen abnormally. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d2a, d2b, d3, d5, g1, and h4. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
Per the customer, during a case with spine guidance software on he q guidance system, during screw placement using a manual screwdriver with rotational adapter, they noticed the tool moving on the screen abnormally. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.